Manufacturer narrative:
The root cause for the infection was unable to be determined. It was reported by the sales representative that the amputation of the patient's limb was the patient's choice and the patient could have opted for a revision surgery to address the infection without amputation. The patient's medical history is unknown. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or sterilization of the implants or a nonconformance.

Event description:
A patient underwent an amputation surgery performed by (B)(6) on (B)(6) 2020 due to an alleged infection of eleos components. Instead of revision, the patient opted for amputation of the limb above the knee. The patient underwent his primary eleos surgery on (B)(6) 2019 where he underwent a revision of a total knee arthroplasty. The following implants were placed during the primary eleos surgery, and were removed during the amputation surgery: a tibial baseplate, two tibial block augments, two cemented stem extensions, a resurfacing femur, a resurfacing femur axial pin, a tibial hinge component, and a tibial poly spacer.